Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with high blood glucose reading from the meter. The customer experienced symptoms such as nausea and vomiting. The customer was treated with fluids and insulin pump. Customer was released from the ER after a few hours. The customer was wearing the insulin pump during the hospitalization. Customer also reported that the insulin pump dropped out of the customer's pocket and there is a big crack at the back of the insulin pump. The customer's current blood glucose was 17 mmol/l. Customer also reported that the infusion set was not bent but infusion set change made her blood glucose better. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received not stuck in manufacturing mode. Insulin pump passed the functional testings including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was received with cracked case along the side of the battery tube, scratched case, minor scratched lcd window and cracked select button keypad overlay.